Event description:
Same case as MDR ID: 2134265-2015-01004. It was reported that a burr became stuck on the wire. A rotawire and a 1.75mm rotalink¿ plus were selected to treat the moderately tortuous and severely calcified target lesion. During the procedure, ablation was performed with the rotalink¿ plus without issue. After ablation, the rotalink plus could not be removed separately as it was stuck on the rotawire. The devices were removed together as a unit. The procedure was completed with these devices. No patient complications were reported and the patient's status was good.

Event description:
Same case as MDR ID: 2134265-2015-01004. It was reported that a burr became stuck on the wire. A rotawire and a 1.75mm rotalink¿ plus were selected to treat the moderately tortuous and severely calcified target lesion. During the procedure, ablation was performed with the rotalink¿ plus without issue. After ablation, the rotalink plus could not be removed separately as it was stuck on the rotawire. The devices were removed together as a unit. The procedure was completed with these devices. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR., the device was returned for analysis. The visual inspection was performed and the device returned stuck inside the rotaburr. The wire was removed from the rotaburr and resistance was felt during withdrawing. The rotawire presented kinks and bents along the body; and the spring tip kinked. All the outer diameter measurements are within the specifications. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).